Event description:
It was reported that during implant of the right ventricular (rv) lead the physician requested a new lead after repeated failed attempts at lead placement as well as high impedance. The new lead also had high impedance but it was able to be placed adequately with good thresholds. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).